Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging an intermittent power issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission: 02/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2016 with the following findings: during investigation of the returned pump, a cs69 alarm occurred at power up. The pump was unable to recover from cs69 after reboot. There were unexplained pump reboots observed in the black box data however it was unable to be duplicated and unable to be investigated due to the cs 69 alarm. The pump was opened and there were no defects found on the power circuit. There was no moisture found internally. The returned battery cap securely attached to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.